Event description:
During an arthroscopic knee procedure, the device emitted metal fragments and additional irrigation of the surgical site was required. The majority of the debris was removed from the surgical site. No patient injury reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks on the inner shaft. These markings are an indication that the device did experience side-loading, thus causing discharge of metal fragments.